Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic sleeve gastrectomy, the surgeon used one reload without issue. On the second reload, an odd motion was detected during use. When the third reload was retracted, the surgeon noted the device cut but did not staple. The staple line was incomplete at the distal end causing the surgeon to have to manually stitch the stomach. Staples fell into the patient cavity and were retrieved manually via graspers. To complete the procedure, a competitors device was used. No further injury.